Event description:
His mother's was reading inaccurately low. The pt tested her blood glucose in the evening and obtained a result of 9 and 10 mmoi/l. The pt woke up the following morning and was non-responsive and was "foaming at the mouth". The reporter found her in this state and called the paramedics. He did not test her blood glucose or treat her, while waiting for the paramedics. The paramedics tested the pt when they arrived, but the reporter does not know the result. The pt was taken to the hospital, where she was treated for hypoglycemia. No blood glucose results were reported. The reporter does not know the pt's medication regimen; therefore, we do not know if the pt took any medications before bed, and if so, they were based on the meter result. The reporter could only say that she takes actose, which is an oral medication. Blood glucose results of 1.2, 1.9, and 2.5 mmoi/l were obtained on the pt's meter while at the physician's office. The pt then tested on the physician's meter and he obtained a "normal" result. This comparison was performed another day, unrelated to the event. The pt was comparing her meter results to normal readings/feelings. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strips was correct. The technique for cleaning the puncture site was not correct. The reporter attempt ed to performed a control solution test, but was obtaining the apply sample symbol. Although the pt was hypoglycemic, her last test was several hours before the symptoms. There is no indication that the readings of 9 and 10 mmoi/l were incorrect. The comparison of the pt meter with the drs meter on a different occasion indicates possible inaccuracy, but not a malfunction . In that example the pt's meter was reading lower than the drs, which does not explain pts hypoglycemia. A replacement meter was sent.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.